Event description:
As reported by the sakes rep per the user facility: they fell that the lidocaine is causing problems. They feel that it is causing tns-transient neurologic syndrome. They have had several cases of the syndrome. Temporary disorder. Additional information provided by the facility indicated all symptoms were temporary and all patients suffered no additional adverse sequela associated with these incidences. At this time no samples are available, however, if a sample becomes available it will be returned to the manufacturer to be evaluated.